Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the ac led indicator would turn on and off intermittently. It was noted by the customer that both the battery and ac module were reseated in an attempt to troubleshoot the issue but the ac led remained intermittently powered on or off. There is no patient involvement.